Event description:
Event description guidant received information that this pacing system had no ventricular capture at maximum output settings. The ventricular lead impedance has remained stable at around 500 ohms. The daily measurements through the pacemaker show the r-waves have decreased slowly from 8mv to 3-4 mv currently. As the pacemaker is on advisory, the doctor planned to address the lead issue and explant the device at the same time. The patient is well.

Manufacturer narrative:
During an invasive procedure, the lead was capped and successfully replaced without issue. The doctor elected to keep the pacemaker implanted. No further information available. This event will be reopened should more information be made available.the device was returned to boston scientific and our post market quality assurance laboratory found that the device paced and sensed normally, communicated appropriately with the programmer and passed all manual electrical measurements. Based in this, our analysis concluded that this device exhibited normal function during testing.

Event description:
Guidant received information that this pacing system had no ventricular capture at maximum output settings. The ventricular lead impedance has remained stable at around 500 ohms. The daily measurements through the pacemaker show the r-waves have decreased slowly from 8mv to 3-4 mv currently. As the pacemaker is on advisory, the doctor planned to address the lead issue and explant the device at the same time. The patient is well.